Event description:
It was reported that this left ventricular (lv) lead exhibited noise. Technical services (ts) suspected possible muscle noise due to sensing programming. Further monitoring and reprogramming options were recommended. No adverse patient effects were reported. This lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).